Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had an internal infection that led to perforated bowel and then death. The vns therapy system was not explanted prior to burial. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.